Event description:
It is reported that the pt underwent left knee manipulation under general and regional anesthesia and joint aspiration with evidence of joint infection.

Manufacturer narrative:
Eval summary: no devices or photos were rec'd; therefore, the condition of the components is unk. The sterilization process for zimmer's implants was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10-6 or better. The certificate of processing was reviewed and found to conform, therefore, it is highly unlikely that the devices caused or contributed to any pt infection. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find and deviations or anomalies. Should add'l substantive info be rec'd, the complaint will be reopened.